Event description:
It was reported that the consult had difficulties interrogating this implantable cardioverter defibrillator (ICD). Technical services (ts) attempted to troubleshoot with the health care professional (hcp), however, the hcp was no longer with the patient. Ts transferred the hcp to another department to page a local representative. The device remains in use. No adverse patient effects were reported.